Event description:
It was reported that an intra-aortic balloon (iab) was inserted in an ami (acute myocardial infarction) patient and the customer states it took about three minutes for therapy to start after the start key was pressed. It was noted that the iab sensor calibration took more time than usual and ¿check iab catheter¿ alarm was generated upon initiation of therapy. The iab was used continuously without replacement. No patient injury was reported.

Manufacturer narrative:
The product was returned with the membrane loosely folded and blood found on the exterior of the catheter and between the catheter and the sheath. The returned sheath was over the catheter but it was not a maquet product. The extender tubing was also returned. Three kinks were found on the catheter tubing approximately 66.8cm, 75.4cm and 75.9cm from the iab tip. An underwater leak test of the balloon, catheter, y-fitting, extracorporeal and extender tubing was performed and no leaks were detected. The iab was placed on the cs300 pump and pumped for two hours which represents one complete autofill cycle. The iab pumped normally and no alarm sounded from the pump. The evaluation determined kinks in the catheter tubing. It is difficult to determine when or how a kink in the catheter occurs. Although we did not repeat this event in the laboratory setting, a kink in the catheter can cause inflation difficulty or an alarm. A device and lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Complaint # (B)(4), record # (B)(4).

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. (B)(4).

Event description:
It was reported that an intra-aortic balloon (iab) was inserted in an ami (acute myocardial infarction) patient and the customer states it took about three minutes for therapy to start after the start key was pressed. It was noted that the iab sensor calibration took more time than usual and ¿check iab catheter¿ alarm was generated upon initiation of therapy. The iab was used continuously without replacement. No patient injury was reported.

Event description:
It was reported that an intra-aortic balloon (iab) was inserted in an ami (acute myocardial infarction) patient and the customer states it took about three minutes for therapy to start after the start key was pressed. It was noted that the iab sensor calibration took more time than usual and ¿check iab catheter¿ alarm was generated upon initiation of therapy. The iab was used continuously without replacement. No patient injury was reported.

Manufacturer narrative:
The product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. (B)(4).